Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon had difficulty removing 15mm conical reamer and claimed junction of reamer shaft handle and fluted shaft was bent, preventing him from removing reamer. T-handle (6278-9-090, from 62788900-t) was attached to 15mm conical reamer (6278-8-215, from 62789910-t), which was also difficult to detach from the 15mm reamer. The 15mm conical reamer was finally removed after a significant delay and effort to remove.